Event description:
The patient reportedly experienced redness and signs of infection at the suture line. The patient was recommended non-use of the device. Advanced bionics is currently in the process of obtaining information. When additional information is received, a supplemental report will be submitted.